Manufacturer narrative:
The actual device was returned to bausch & lomb for evaluation. Visual inspection noted debris in the aspiration tubing, the transducer horn, tip and threads. Blue stains were noted on the cable with the appearance of ink; however, the source could not be confirmed. Functional testing was conducted. The handpiece primed and aspirated as intended. A root cause for the event could not be determined. The device has been sent to the vendor, (B)(4). For further evaluation. Upon completion of the evaluation, a supplemental report will be filed.

Event description:
Report received from (B)(6) states: "new handpiece, tried twice no suction. As the consultant started to sculpt at the end of the groove there was like a surge where the needle jumped and grabbed part of the iris. The consultant was worried that it would grab the posterior capsule, it kept happening during each groove. There was no pt injury."